Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, it was reported the patient experienced blood at the abutment site subsequent to sustaining an impact to the site on (B)(6) 2013. On (B)(6) 2013 the patient experienced swelling, purulent discharge and was administered oral antibiotics. Following treatment, the symptoms reportedly resolved by (B)(6) 2013. On (B)(6) 2013 the patient once again experienced swelling, irritation and granulation at the abutment site. The patient's abutment was electively removed on (B)(6) 2014.